Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 45-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of diabetes mellitus. After successful escalation from impella cp to impella 5.5 support, the clinical team made the decision to decannulate and discontinue ECMO. While the patient was still in the operating room, suction alarms occurred and the patient received one unit of blood. The patient subsequently developed arrhythmias requiring defibrillation and continued to hemodynamically deteriorate. An echocardiogram demonstrated cardiac standstill with persistent suction noted on the impella. The patient was resuscitated with medications and defibrillation and was transferred to the ICU on impella support alone with inhibited flows. The patient¿s family later elected to withdraw care, and the patient expired. The reported low pump flow had no impact on the patient¿s hemodynamics. The reported arrhythmia may be attributable to the severity of the underlying ami/cgs and progressive myocardial failure following ECMO decannulation. The device will be conservatively reported for death; however, given the patient¿s refractory cardiogenic shock, refractory arrhythmias, and subsequent withdrawal of care, the death is most consistent with the severity of the underlying clinical condition.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of pump flow issue was not determined due to lack of clinical details, no product or data logs returned for analysis.